Manufacturer narrative:
The additional vessel closure devices referenced are filed under separate medwatch report numbers. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a suture break occurred with two prostyle devices. An attempt was made with a proglide device; however, a suture break also occurred. The sheath was upsized to a 12f sheath and the aaa procedure was completed. The access site was closed with surgicel and manual compression. An endarterectomy and patch closure was performed in the right common femoral artery, but was not related to the proglide or prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy due to the proglide or prostyle devives; however, the procedure was delayed due to the endarterectomy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture separation was not confirmed as the suture was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.